Event description:
Laparoscopic harmonic shears had tip break during surgery. Tip was retrieved, intact. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by sending an e-mail to the address below.